Event description:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Manufacturer narrative:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Manufacturer narrative:
(B)(4). Multiple mdrs were filed for this event. Please see associated: 0001825034 - 2019 - 04760, 0001825034 - 2019 - 04761, 0001825034 - 2019 - 04762, 0001825034 - 2019 - 04778, 0001825034 - 2019 - 04770, 0001825034 - 2019 - 04776, 0001825034 - 2019 - 04763, 0001825034 - 2019 - 04764, 0001825034 - 2019 - 04773, 0001825034 - 2019 - 04771, 0001825034 - 2019 - 04766, 0001825034 - 2019 - 04767, 0001825034 - 2019 - 04768, 0001825034 - 2019 - 04774, 0001825034 - 2019 - 04775. Concomitant medical products: 11-162115, reach 15x250 lt 100% por fmrl, 251140. 11-104955, mlry-hd cal w/hole 34x17x220 r, 275470r. 12-162584, bi-met co-cr hd/nk 13x34x250 r, 413690. 12-162485, bi-met co-cr hd/nk 13x45x200, 682040. 12-162484, bi-met co-cr hd/nk 11x45x200, 179580. 11-162117, reach 17x250 lt 100% por fmrl, 441120. 12-162596, bi-met co-cr hd/nk 13x55x250 r, 808630. 12-162485, bi-met co-cr hd/nk 13x45x200, 703910. 12-162574, bi-met co-cr hd/nk 15x34x250 r, 046710. 12-162588, bi-met co-cr hd/nk 11x45x250 r, 821500. 12-162489, bi-met co-cr hd/nk 15x34x200, 627880. 12-162490, bi-met co-cr hd/nk 15x45x200, 307010. 180221, balance microp stem 17x80mm lt, 193920. 12-162485, bi-met co-cr hd/nk 13x45x200, 314510. 11-104973, mlry-hd cal w/hole 45x17x220 r, 066930. 12-162481, bi-met co-cr hd/nk 11x34x200, 009370. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the distribution process packaging damage with sterility barrier potentially compromised was identified. No patient or surgical involvement. No further information available at this time.